Event description:
Upon receipt of the device, the user reported that the joint between the connector component and the tube on the side to be connected to the circuit were partially separated. Since the event occurred out of the box, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.